Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during manual prime. Customer's blood glucose level was 357 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to conduct the prime or occlusion tests due to the alarm. The pump had a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked belt clip slot.